Manufacturer narrative:
(B)(4). Disconnecting without using proper procedures and reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two. The patient disconnected from the homechoice to use the restroom without using proper procedures. The patient then reconnected. The technical service representative (tsr) assisted the patient in clearing the alarm and ending therapy. The technical service representative advised the patient to start over with all new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.